Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set had a cracked clamp. The transfer set was in use for a month. This was discovered during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6, and h10: h10: the device was received for evaluation. Visual inspection was performed and a cracked main body and broken occluder legs beneath the twist clamp was observed. Leak testing was performed and fluid flow through the closed clamp was observed. A broken occluder feet would result in fluid flowing through the set with the twist clamp closed. The reported condition was verified. The cause of the damage could not be determined, however exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.